Event description:
The manufacturer received information alleging the ventilator's display screen was unable to be viewed. There was no harm or injury reported. The device was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. No evaluation conclusion was provided. No repairs were performed. The device was scrapped.